Event description:
A nurse (rn) contacted (B)(4) regarding a system error (se) 2367 alarm that occurred on the homechoice (hc) unit. The rn advised the home patient had cycled power on machine before and system error occurred. (B)(4) had the rn cycle power to press go to start and remove cassette to discard supplies. No adverse symptoms or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed and the cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.